Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was harder to press. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump squirted out during manual prime. Customer reported that the rewind took longer and insulin pump had unexplained no delivery alarm. Customer declined to report the issue to technical support team. The insulin pump will not be returned for analysis.